Manufacturer narrative:
Section d-6a date implanted: not applicable as the iol was removed and replaced during the initial procedure. Section d-6b date explanted: not applicable as the iol was removed and replaced during the initial procedure, therefore not explanted. Section h-3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the dib00 model intraocular lens (iol) was defective and the iol was removed and replaced (in and out) with another dib00 18.5 diopter iol. Patient status post-procedure is unknown. No further information is available.